Manufacturer narrative:
Additional information: investigation narrative (h10). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1013556 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1013556, test base part number 190-430 / lot 1013556. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1013556 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however it could be related to the specific patient samples.

Manufacturer narrative:
Reference reports: 1221259-2021-01177, 1221359-2021-01179, and 1221359-2021-01187. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates this MFR. Report addresses event two (2) of four (4). The customer reported two (2) false positive results with the ID now covid-19 assay performed on (B)(6) 2021 with direct tested deep nasal and pharyngeal samples collected with citoswab transport swabs viscose. Repeat testing was not performed. Confirmation testing on deep nasal and pharyngeal swabs with pcr generated negative results; CT values not provided. Per the customer, in a case postponement of an accident surgery operation by approx. 3 days there was no reduction of the medical quality. It is unknown which event is related to this surgical delay. No additional patient information, including treatment and outcome, was provided.